Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her whole body and legs. Patient thought the rash was from a reaction to medication but was not sure. Patient reported having sensitive skin and lifevest is irritating. There was no alleged device malfunction contributing to the irritation. Patient reported that she sought medical attention and received several other medication changes. Follow up indicated that the irritation is improving.